Manufacturer narrative:
Customer did not provide the lot number of the affected item.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that immediately after starting to use the product, the customer noticed medical fluid was leaking inside it. There was no injuries reported.

Manufacturer narrative:
Other, other text: a photo was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.